Event description:
After approximately 15 minutes on the b-braun dialysis machine, machine alarmed "air in line". Air could not be cleared; the blood was not returned and the machine was stripped and reset. Dialysis was restarted and after about 5 minutes the "air in blood" alarm went off. The treatment was stopped; blood was not returned. The staff members slowly withdrew blood from both lumens. Staff members both saw tiny air bubbles filling the syringe when withdrawing blood from the venous side of the catheter.